Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. Review of egms revealed potential lead noise. Lead was capped and replaced successfully on (B)(6) 2015. Patient's condition was stable.